Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off event on (B)(6) 2026. The issue occur with three infusion sets. The patient replaced infusion sets and resumed insulin successfully. No further information available.